Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be successfully implanted in the patient as the life expectancy could not be displayed. It was determined that the device had been exposed to low temperatures which affected the battery of the device. An alternate ICD was implanted. No patient complications have been reported as a result of this event.